Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4). Additional information received on 2016-nov-28 stated patient was receiving 20mg/ml of hydromorphone via an implantable pump. Patient stated they did not remember much. Patient stated she was transported in an ambulance to the emergency room (ER) department. There was no device issue detected, and medication was provided to the patient while in care at the emergency room. Patient was advised to return to clinic by emergency room personal. Patient was seen for an office visit on (B)(6) 2016, and targeted drug delivery (tdd) medication decreased. ER department discharge instructions stated the reason for visit was nausea and vomiting. Based on the diagnosis of overdose: vomiting, patient was provided the following prescriptions, follow up instructions, and educational material. Medications include ondansetron 4mg and naloxone 1 mg. Patient will need to call healthcare professional's (hcp) office and follow up with hcp within 1 day. Patient was given educational material to better understand illness and follow up care. Patient was to contact the ER department with any questions. Office notes from visit on (B)(6) 2016 with managing hcp stated patient returned for follow up, and had sharp lower back pain and on a scale of 1-10 rated the pain a 5. Patient went to emergency room last night ((B)(6) 2016) when patient found herself very confused and sleepy. The ER doctor reversed pain pump medication with narcan and that put patient into real distress. She was sent home with narcan to re-dose with, but she had not had to use any. The narcan did antagonize the over sedated state that patient was in, which started with nausea. Patient was about 7 days out from pump refill. Patient's pump was turned up by 4% along with refill. The concentration of the drug was the same and the drug itself was also the same. A 4% increase would not explain the change and at the rate pump runs at, the new drug hit the end of the catheter within 24 hours of refill, which does not quite make sense that 7 days out was when patient had the problem. Patient had not been taking any other medications per se. Patient did not have a personal therapy manager (ptm) available to use right now for dosing either. Patient's pump has been in telemetry and does not show any problems whatsoever. There were no deviations in the log to speak of. The pump does record normal activity that would be expected around the time of the pump refill. Hcp turned patient's pump back down 4% that hcp increased it the last time, but that does not make sense with the chronology of the onset of the patient's symptoms. With patient's low grade fever, the possibility that the patient has something else going on seems to have risen to the top of the differentials list. It was stated that if the patient is not feeling better from the adjustment within the next 24 hours, patient was instructed to see primary care physician (pcp), and patient may go see pcp today to make sure there is nothing more going on. Patient will return early next week to make sure things have calmed down. Patient will let hcp know if patient's pcp comes up with anything new to explain this symptoms. Hcp professional stated, "the fairly draconian step the ER hcp took to reverse patient's pump activity with narcan did awaken the patient and put patient into distress, but I think that would have happened with any patient who has pain pump that had reversal abruptly like that." Hcp was not sure why the ER hcp did not try to reach managing hcp to discuss the situation. Reporting hcp was not sure that the pump was the cause of the patient's altered state. As previous stated, the patient was to return in 1 week. The patient's pump history was reviewed and the pump site inspected. The pump appeared in normal position without any signs of infection or inflammation of the surrounding skin. The procedure (4% decrease adjustment) was discussed at length with the patient including the potential complications. The patient's questions were answered and understood. The patient agreed to proceed. The pump was reprogrammed, changing the rate flow of medication to hydromorphone 20mg/ml at 13.220mg/day. Refill alarm date was (B)(6) 2016 and volume expected was 26.6ml. Port position was noted to be 4:00, inch left of scar. Pump was programmed to simple continuous, and patient tolerated the adjustment well without any side effects reported and released home in stable condition. Patient's past medical history of arthritis, depression, and diabetes from (B)(6) 2012 was reviewed and no changes were required. It was noted patient had seen a psychologist/psychiatrist in the past, and had been hospitalized for mental/emotional problems. Patient's past surgical history of tubal ligation, complete hysterectomy, right carpal tunnel, partial colon removal, ovary removal, and breast reduction from (B)(6) 2012 and spinal fusion, l4-5, l5-s1 from (B)(6) 2006 was reviewed and no changes were required. Family history was last reviewed on (B)(6) 2016 and no changes were required. Social history was reviewed from (B)(6) 2012 and no changes were required. Patient social history noted patient was placed on permanent disability on (B)(6) 2009/2010. Patient is a current everyday smoker for the past 30 years and smokes about 1/2 a pack a day. Patient never used smokeless tobacco and was counseled. It was also noted passive smoke exposure was no, drug use was no, caffeine use was 4+ drinks/day drinks per day, alcohol use was n o, and exercise was no. Patient complained of malaise, sweats, insomnia, appetite loss, weight gain, discharge from eyes, complained of hoarseness, difficulty swallowing, and chronic dry mouth in regards to ears/nose/throat, complained of swelling of hands and feet for cardiovascular, complained of nausea, constipation, and vomiting for gastrointestinal, complained of joint pain, back pain, and muscle cramps for musculoskeletal, complained of numbness, tingling, and weakness for neurologic, and complained of sadness/depression for psychiatric. It was noted the patient was alert and oriented, and looked like patient did not feel well. Temperature was 99.5, which is technically not a fever, but merits watching. Patient's pupils appeared reactive at approximately 3mm bilaterally. External nose was normal, and had no lesions or deformities. Patient's mouth (lips/teeth/gums) were normal; no gingival inflammation and no labial lesions. The pump site appeared to be pristine, and the patient did not manifest any nuchal rigidity. Patient was alert and cooperative, had normal mood and affect, and attention span and concentration was normal. Patient's allergies consisted of morphine (critical), sulfa (critical), codeine brand name (critical), and penicillin (critical). Patient's current medication consisted of atorvastatin calcium 40 mg oral tablets, methocarbamol 750 mg oral tablets, ondansetron hydrochloride (hcl) 8 mg tablets, fluoxetine hcl 40 mg capsules, alprazolam 0.5 mg tablets, triazolam 0.25 mg tablets, fenofibrate micronized 200 mg capsules, bumetanide 2 mg tablets, metformin hcl 850 mg tablets, lipitor 20 mg tablets, pantoprazole sodium 40 mg tablet enteric coated (tbec), potassium tablets, excedrin migraine tablets, levothyroxine sodium 150 mcg tablets, meloxicam 15 mg oral tablets, and ranitidine hcl 150 oral tablets.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care professional regarding a patient who was receiving dilaudid (hydromorphone) with unknown dose and concentration via a pump implanted for non-malignant pain. It was reported that on (B)(6) 2016, the patient had respiratory distress. The patient experienced lethargy, low oxygen saturation, and confusion. Others were unable to wake the patient up. A health care professional wanted the pump stopped. The patient had been admitted to the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.